Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer reported that the alarm prevert her from rewinding the piston. The customer was reminded that she has a new insulin pump but has not gone over to it yet. The customer was advised to get a backup plan and the call us back for troubleshooting.